Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. During an attempt to insert the opticross imaging catheter, the shaft of the catheter was kinked due to angulation and broken due to the severe calcification. The device was removed and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. During an attempt to insert the opticross imaging catheter, the shaft of the catheter was kinked due to angulation and broken due to the severe calcification. The device was removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: device evaluated by MFR.: visual inspection shows a kink in the distal strain relief at the sheath assembly. The imaging window was observed detached from the lapjoint section. The imaging window was not returned for product analysis. No other damages were encountered upon visual inspection.